Event description:
It was reported immediately following deployment of an angio-seal device, the site continued to bleed. The suture was cut in the usual manner and manual pressure was applied to achieve hemostasis. The pt was on bedrest for approx four hours post angiogram and discharged the same day. The pt was re-admitted approx four weeks post angiogram with leg pain. Distal pulses were absent in the affect leg. After determining point of occlusion by non-invasive studies, a vascular surgeon was consulted and the pt underwent surgery where foreign material was removed from the profunda artery. The foreign material was compared with components from a new angio-seal device; it was determined to be suture and collagen from the device. The artery was repaired and the pt was sent home the following day. The pt is reportedly recovering.